Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 years and 6 months. The pump will not be returned to the manufacturer for evaluation, as it was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2015, the patient, who had a history of severe aortic insufficiency, expired during a transcatheter aortic valve replacement (tavr) procedure. Prior to the tavr procedure, a ramp echocardiogram revealed that the aortic valve remained wide open at pump speeds up to 11,000 rpm. The patient had been on lvad support for over 4.5 years and it was reported that the aortic insufficiency was not acute, but had developed slowly over time after the lvad was implanted. It was reported that the lvad likely contributed to the development of the aortic insufficiency. It was also reported that the lvad did not operate as expected. Although clarification regarding the device operation, and information regarding the events that occurred during the tavr procedure were requested; the healthcare professionals declined to provide further details.

Manufacturer narrative:
The pump was not returned for evaluation, as it was not explanted. In the absence of specific information regarding the reported events and the pump not returning, a correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.